Event description:
Received info that the customer's pump shut down unexpectedly at 40% battery life. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.